Event description:
The user facility reported 63yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that there was a high purge pressure alarm less than 5 minutes after the pump implant. There were no visible kinks or issues found during troubleshooting. However, the pump was replaced. There was no delay in care. No patient harm reported.

Manufacturer narrative:
The investigation for the reported high purge pressure has been completed. The data logs were returned and show that the pump was purging for about 25 minutes before initial insertion. The pump is then inserted and then removed. The pump is reinserted and started. The motor current pulsatility is low and pump in aorta alarms are triggered. The pump is them removed again for 8 minutes and then reinserted into the body. The pump is then ramped up and approximately 3 minutes after ramp up high purge pressure is produced. The starting purge pressure was 500mmhg and it increased to 1100mmhg 3 minutes after ramp up. The product was returned and some biomaterial was found in the purge gap. The pump was purged and high purge pressure was originally reproduced, then the purge pressure dropped and normalized back to a value of about 500mmhg. Purging the pump likely removed the biomaterial causing the high purge pressure. The root cause of the high purge pressure was determined to be ingested biomaterial that was likely picked up during the multiple insertions of the device. This report is being filed as part of a retrospective review of historical records.